Event description:
It was reported that noise was seen on the non-boston scientific right atrial (ra) lead. Undersensing and oversensing of far-field signals on the atrial channel was also noted. The device and non-boston scientific ra lead remain in service. No adverse patient effects were reported.